Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient saw the por (power on reset) message, indicating that the therapy had stopped due to the por. It was reported that the patient was unable to charge the ins due to seeing the por on the recharger. It was indicated that the patient did recently have a medical test or emi environmental exposure. It was reported that an x-ray could be related to the reported issue. It was reported that the patient had a 3d scanning x-ray for the patient¿s cervix, which was indicated to be unrelated to their device/therapy. Since then the patient had been unable to charge their ins as they clarified they went to charge the ins for the first time after the x-ray but weren¿t able to charge it due to getting the por screen on their recharger. Steps were reviewed on how to clear the por with the patient programmer. It was indicated that clearing the message was successful. Patient services had the patient connect the programmer to the ins and it was indicated the por did not appear, but they were seeing a warning screen with a battery and remote type figure behind it. It was reviewed that the patient needed to replace the programmer batteries, but caller stated the screen showed to charge the ins. Patient services stated they may have misunderstood the screen described. Patient services had the patient go back to the recharger where the por appeared and the caller was able to bypass the por using the speaker button. The patient stated that the recharger was charging the implant now. It was confirmed they were seeing the coupling boxes, and the ins battery was blinking indicating the ins was charging. It was reviewed that the patient needed to charge the ins prior to turning the device back on. It was reviewed that therapy will resume at the last programmer parameters and to adjust them if needed. It was unknown if the patient had adequate therapy. Troubleshooting resolved the reported issue. It was reported that the por screen appeared last night ((B)(6) 2018) and the warning screen on the patient programmer regarding the low programmer or ins charge level occurred today on the call ((B)(6) 2018). No further complications were reported/anticipated.